Event description:
Customer reported being hospitalized due to high blood glucose levels. Md does not feel comfortable with pump and is requesting pump be replaced. Troubleshooting was done, pump returned for analysis.